Event description:
It was reported that the patient is having pain in the surgical area. Patient is also complaining about lack of mobility. Patient set an appointment to have the blood work and MRI done.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.